Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation of the lead was breached due to bi/multi-lumen tubing voids while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's current right ventricular (rv) lead had fracture and insulation damage. The lead was explanted and replaced. The patient's current right atrial (ra) lead had low impedance, and insulation damage. The lead was explanted and replaced. As well, the patient's previous right ventricular (rv) lead had high impedance and fracture. The lead was previously capped and replaced. It has since been explanted and replaced. No patient complications have been reported as a result of this event.